Event description:
It was reported by the customer that a bd pyxis¿ es server experienced a downtime of 1 hour and 50 minutes due to a communication failure. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-jan-2023 to 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6, h 11. Upon investigation of the actual device used in this incident it was determined that the etl process was delayed. The technical support specialist run query from ka 000016803 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number in this MDR was left blank. Asked technical support specialist for the affected device asset information and will update when the information is available.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a downtime of 1 hour and 50 minutes due to a communication failure. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.